Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported observation of "device damaged/defective" was confirmed through investigational analysis. Device technical analysis: the device was returned to boston scientific for analysis. The visual inspection revealed multiple kinks in the shaft. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a review of the polaris x hazard analysis was completed and confirmed that the event of "device damaged/defective" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, boston scientific's investigation findings identified multiple kinks in the shaft, and it may be related with factors such as handling of the device, the technique used by the physician, and normal procedural difficulties encountered during the procedure that could have possibly affected the device performance and its integrity. Therefore, this investigation is assigned a conclusion code of "unintended use error" which indicates that the event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that after being inserted into the femoral vein, several points of breakage were observed in the catheter. During a procedure, a polaris x was used. After being inserted into the femoral vein, several points of breakage were observed in the catheter. Another of the same device was used and the procedure was completed. There were no known patient complications as a result of this event and the patient's condition was reported to be stable following the procedure. The device is expected to be returned for analysis.

Event description:
It was reported that after being inserted into the femoral vein, several points of breakage were observed in the catheter. During a procedure, a polaris x was used. After being inserted into the femoral vein, several points of breakage were observed in the catheter. Another of the same device was used and the procedure was completed. There were no known patient complications as a result of this event and the patient's condition was reported to be stable following the procedure. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.